Event description:
In 2008, a fresenius optiflux 160nr, lot number 7e505 was found to be leaking from the top portion of the unit. Approximately 200cc blood was on the floor. A new unit was connected, so the pt could complete the treatment. No pt harm occurred. This is the 5th time since 2007 this has occurred at this facility. All previous events were reported to medwatch as well as the MFR.